Manufacturer narrative:
The pump has not been requested to be returned to animas at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2014 with the following findings: the last basal delivery was on 05/20/2014. The total daily doses added up and equaled the daily programmed basal target. There was a 2 hour unacknowledged ¿144¿ warning observed on 05/18/2014 which could be duplicated during the investigation. The pump gave the proper visible and audible alert and reflected 24u after a 24 hour duration test set on 1u/hr basal. The product performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event while using the pump. The reporter stated that the patient¿s blood glucose was 531 mg/dl with symptoms of moderate ketones, thirst, nausea, headache, excessive urination, and pain in ears. Reportedly, the patient had not received any treatment above and beyond the usual routine of diabetes care and management, the patient¿s healthcare provider had not adjusted the pump settings before or after the alleged event, and the patient remained on the pump. Troubleshooting determined that there were no canceled boluses in the history and the total daily doses matched the programmed active basal program setting indicating the pump was working properly at the time of the alleged event. It was also determined that the patient had experienced a change in stress / pain level and had not responded to an alarm in a timely manner. This complaint is being reported for alleged hyperglycemia associated with use error of the pump.